Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may refractive surprise of the implanted lens. Physician report does not indicate that any adverse event or condition would have caused refractive surprise of the implanted lens. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to hyperopia (refractive surprise). The reporter indicated there was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (evaluation result): per medical review - some of the more common reasons that refractive surprises occur after surgery include inaccurate biometry measurements (especially in previously operated eyes), positioning of lens, or rotation of the lens. There is no information to indicate the cause of refractive surprise in this case. Conclusion - (unable to confirm complaint): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).